Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Photo investigation: the device was not returned. A photo-investigation was performed on the images provided in the email "(B)(4) fail fns subtrochanter femur reverse df, (B)(4) peri-implant fracture (fns) snh " located in pc under notes & attachments section. Upon inspecting images provided in the email under notes & attachments section, there were no issues observed with the implkit f/fem neck syst constructl. 75 t which contributes to the adverse event, hence unconfirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - product code: (B)(4). Lot number: 99p8021. Manufacturing site: (B)(6). Release to warehouse date: 14.04.2021. Expiry date: 01.04.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device history review - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient fell down and is scheduled for re-operation with the locking hip plate + dhs trochanter.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent surgery with the femoral neck system (fns). On (B)(6) 2021 the patient fell down and was re-operated with a locking hip plate and dhs trochanter stabilization. The patients heard a click while walking, but she could walk pwb without pain. The CT scan showed a crack at the subtroch. This report is for one (1) femoral neck system implant kit/ length 75mm sterile. This is report 1 of 3 for (B)(4).